Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm and no frozen screen anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test or verify prime or fill anomaly, battery out limit and backlights anomaly due to buttons not responding. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 113 mg/dl at the time of incident. Customer stated that the insulin pump buttons are not responding. Customer states pump would not prime and would not allow her to esc, customer removed battery and inserted a new one but did not fix issue. Customer states inserting a new battery the next day and pump alarmed battery out limit. The customer could not clear the alarm since the buttons were not responding and pump was frozen. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.